Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7326695, medical device expiration date: 2018-11-30, device manufacture date: 2017-11-22, medical device lot #: 7313631, medical device expiration date: 2018-10-31, device manufacture date: 2017-11-09, medical device lot #: 7058895, medical device expiration date: 2018-02-28, device manufacture date: 2017-02-27, medical device lot #: 7129912, medical device expiration date: 2018-04-30, device manufacture date: 2017-05-09, medical device lot #: 7223923, medical device expiration date: 2018-07-31, device manufacture date: 2017-08-11, medical device lot #: 7222663, medical device expiration date: 2018-07-31, device manufacture date: 2017-08-10, medical device lot #: 7321649, medical device expiration date: 2018-11-30, device manufacture date: 2017-11-17. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lots and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor separator movement.